Event description:
It was reported that the device will not pass normal saline at any pressure. This event occurred at the patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 9617604-2024-00459 for details pertinent to this event.